Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 07/03/2007 and 07/06/2007 by mail, phone and fax. Additional information was received 07/03/2007, 07/05/2007 and 07/19/2007 by fax.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient has a postoperative residual astigmatism.